Event description:
A remstar pro c flex device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint during evaluation of the device, the service technician observed visible foam particles inside the blower kit. Additionally, the service technician also noted fluids fail contamination and has a presence of error code e65 err_stuck_encoder_a. E66 err_stuck_encoder_b, and e63 err_stuck_knob_key. The device was scrapped.